Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. This is the second complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was broken. This was discovered during use. The following information was provided by the initial reporter: when the nurse gave the patient intravenous infusion, she found that the positive pressure joint was broken, and she immediately re-punctured the new closed vein indwelling needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was broken. This was discovered during use. The following information was provided by the initial reporter: when the nurse gave the patient intravenous infusion, she found that the positive pressure joint was broken, and she immediately re-punctured the new closed vein indwelling needle.